Manufacturer narrative:
Additional information: b5: upon additional information, the patient was receiving heparin (B)(4) units/500ml with infusion parameters as (B)(4) units/kg/hour (weight 54.7kg), volume to be infused 450ml. Reportedly there was ¿patient temporary harm" (not further specified) related to the under infusion indicating that the patient was not anticoagulated as required (subtherapeutic). The patient would have required an unspecified medical intervention to preclude permanent impairment. H11: the device was evaluated on-site by a baxter qualified technician. The device underwent functional testing by successfully loading a syringe and running an infusion. Fluid delivery, linear position, clutch sensor, flange sensor, and motor encoder test were performed with passing results. Additional testing including barrel clamp sensor testing and the downstream occlusion sensor test and both were found to be failing. The barrel clamp sensor condition was verified, and the plunger assembly require replacement; however, the downstream occlusion cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused heparin during patient therapy. A new bag was changed and 20:34 and the bag was completely full at 04:00. It was indicated that there was mild/temporary harm, but no specific details were provided. No further information is available.